Event description:
Additional information identified that the scs system was explanted and replaced (because the ipg showed the "replace generator soon" message)with another model and therapy was restored after the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort since the scs ipg was moved. Surgical intervention was undertaken wherein the ipg was repositioned and the issue was resolved. Date of surgical intervention to reposition the ipg is unknown.